Event description:
It was reported that during a procedure involving the phenom 21 microcatheter, there was resistance encountered in the middle part of the catheter. The procedure was complicated by moderate tortuosity of the vessel. The devices used in conjunction with the phenom 21 included an optimo 8f guide catheter, a react 68 distal access catheter, and a synchro14 guidewire. The resistance occurred during the delivery phase of the procedure. The phenom 21 catheter was prepared as indicated in the instructions for use. The product was not replaced by a medtronic product but by another manufacturer's product. There was no patient involvement. The procedure was completed by changing to a new device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.